Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique. The breach in aseptic technique was further- described as "insufficient guidance provided to the clinical staff on maintaining cleanliness¿. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient treated with targocid injection (400mg, intraperitoneal, once daily, discontinued) and taxim injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. On an unknown date, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.